Manufacturer narrative:
Evaluation of the locatable guide found that the tip was not secured during construction of the device. An internal corrective action has been initiated. If additional information is received a follow-up report will be submitted.

Event description:
A site reported the tip of the locatable guide sensor catheter detached while pulling it out of the patient for the last time during a superdimension procedure. There was no report of patient injury, death, or other serious adverse event. If additional information is obtained a follow-up report will be submitted.